Event description:
A malfunction was reported with the display of malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, instructing them to call back if the malfunction code recurs. The customer acknowledged these instructions, and no further issues were reported after the reset.